Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400, 14421-aw rev h 01/16. Checking your blood glucose 7 / page 96: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient's blood glucose fell to 42 mg/dl while wearing the pod between 24 and 36 hours on the arm. Patient attempted to self treat with glucose tablets and soda, however, visited the emergency room when his condition did not improve. Patient was diagnosed with low blood glucose levels and treated with intravenous (IV) therapy and zofran. Additionally, physician lowered the personal diabetes manager's basal delivery rate.